Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was requested to establish an acceptable replacement time. No resulting adverse patient effects were reported. To date, no information regarding product replacement has been communicated. It is boston scientific's understanding this unit remains implanted and in service.